Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experiencing diaphragmatic stimulation presented in clinic. Upon interrogation, the right ventricular lead exhibited polarity switch and noise. Isometric testing was not able to reproduce noise. Chest x-ray was performed and revealed no anomalies. The patient would continue to be monitored.